Manufacturer narrative:
Additional information: the device was manufactured august 29, 2018 - august 30, 2018. The device was received for evaluation. A marking was observed at the spike port weld indicating the area of the alleged leak. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak coming from the spike port weld area at the top area of the tubing in the back of the bag. Magnified inspection verified a small tear/hole at the spike port tubing weld in the back of the bag where the leak occurred and in the area where the customer had marked the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port during compounding. The device was filled with pxcrrt (citrate solution). The reporter stated that the administration port was not the area that was being manipulated during the compounding process. There was no patient involvement. No additional information is available.